Event description:
A nurse reported the system displayed two error codes during a cataract surgery. They tried different cassette, but the error codes would not clear. The system was exchanged to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).